Manufacturer narrative:
We could not reliably determine the exact cause of the difficulty reported as the broken component was not returned for evaluation.

Event description:
During a laparoscopic hernia repair procedure, the device did not fire properly. The surgeon applied another instrument without pt injury.